Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking infusion set is inconclusive due to the state of the returned sample. One photograph of a 20ga powerloc infusion set was returned for evaluation. An initial visual observation of the photograph showed a powerloc infusion set with the needle cover present and the safety mechanism not engaged. There was a red circle around the base of the needle, near the orange part of the safety mechanism. However, no evidence of a leak or any damage could be seen on the sample in the returned photograph. Inspection of the returned photograph was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported before use on the patient, the medication leaked from the orange part located between the needle (used for injecting the drug) and the shield base (the white wing-shaped support). As a result, the product was not used and was replaced with a new one.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.